Event description:
Device malfunction: none reported. Time of event: after vessel closure. Symptoms/ae: access site oozing/hematoma/failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the clip was deployed, moderate oozing was noted. The oozing continued and a small hematoma developed. The hematoma was expressed and hemostasis was achieved with manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.